Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pcb board had failed, which caused the load set and low battery alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump shut off without alarming. When the pump was returned to mmdg for evaluation the load set alarm did not function as expected. It failed to alarm. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects, but did not provide any additional information regarding the complaint. (B)(4).